Event description:
It was reported that after the fiber being opened for a surgical procedure, it was noticed that the fiber was being packaged differently than before. The fiber blew up/combusted outside the patient and burned the drape on the patient. The procedure was cancelled. There were no patient complications.

Manufacturer narrative:
B5. Describe event or problem updated.

Event description:
It was reported that after the fiber being opened for a surgical procedure, it was noticed that the fiber was being packaged differently than before. There were no visible kinks/bend on the fiber after unpacking. The console was checked prior to use and there was no fault noted with the console. During the procedure, the fiber broke outside the patient, just above the connection to the ureteroscope and burnt a hole in the drape on the patient (over the stirrup). The procedure was cancelled. There were no patient complications.

Event description:
It was reported that after the fiber being opened for a surgical procedure, it was noticed that the fiber was being packaged differently than before. There were no visible kinks/bend on the fiber after unpacking. The console was checked prior to use and there was no fault noted with the console. During the procedure, the fiber broke outside the patient, just above the connection to the ureteroscope and burnt a hole in the drape on the patient (over the stirrup). The procedure was cancelled. There were no patient complications.

Manufacturer narrative:
The fiber was returned and upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was received in one piece and no breaks were identified. The fiber measured 368 cm from the tip of the fiber connector to the end of the end of the fiber body. The exposed glass tip measured 3 mm and appeared degraded, also observed were burn marks on the fiber jacket. Functional testing of the fiber identified the light from the subminiature a (sma) connector was bright and round, indicating that there was no fracture within the fiber connector. When connected to the laser console, the following message was displayed and indicated that "fiber may not be used anymore. Please connect new fiber." The reported event of fiber break cannot be confirmed based on analysis results. In addition, the packaging allegation cannot be confirmed as photo image provided by the customer showed that the device was packaged correctly, per step 9 of the IFU. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed. The IFU mentions: "to prevent the tip from sticking to soft tissue move the distal tip back and forth or side to side during each lasing interval." The IFU also mentions "burns" as potential complications of the procedure. The IFU states: handle the fiber with care as damage may occur if struck or bent sharply. Carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Improper use of the device or use of a damaged device may result in severe eye or tissue damage, fire in the treatment room or accidental laser exposure to the treatment room personnel or patient. Residue of blood and tissue and/or damage can lead to overheating of the lighttrail tractip single-use holmium laser fiber. This bears a significant risk for the patient and the attending physician. Immediately discontinue use if breaks or fractures appear in the laser fiber. These breaks or fractures may allow undirected emission of laser energy, rendering the distal tip useless and potentially causing harm to surrounding tissues. Per IFU step 9: "coil the fiber in the insert card/nest, by tucking the fiber under the flaps and placing the end of the fiber through the slot to hold in place". Based on the information available and analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.